Event description:
It was reported that this right atrial (ra) lead dislodged, with the patient suffering from twiddlers syndrome. Subsequently, this ra lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.